Manufacturer narrative:
Changes made from the initial report: ---updated the UDI number in section d4. ---updated section h3 to no the device will not be returned to us for evaluation, and therefore will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a robotic mitral valve repair/replacement procedure dated (B)(6) 2024, the device failed during the case and caused a 10 minute delay. They were able to complete the procedure using a back-up device. There was no patient injury reported.

Manufacturer narrative:
Per investigation by the manufacturing site: first, the error message 24a is not available in the ui500 system. Therefore the cause can be just guessed by the investigator because several codes available showing description "control stopped". The log files were requested at the customer without response. The most probable root cause therefore is a defect of the control system of the insufflator. To solve the problem, the unit needs to be restarted if this failure occured. This seems to be happened, after the restart the unit works well as expected. The investigator propose to send in the unit for a check in the repair shop. This event is filed under internal complaint ID (B)(4).